Event description:
Boston scientific received information that during a routine clinical follow-up this right atrial lead had dislodged from the atrium into the right ventricle. As a result, the physician elected to surgically remove the lead and successfully implanted another boston scientific lead. The explanted lead is intended to be returned for a post market evaluation.

Manufacturer narrative:
Following product return, this event will be further updated.

Manufacturer narrative:
Upon return, this lead was thoroughly analyzed. Engineers confirmed through visual inspection, a retracted helix mechanism and dried blood in and around the helix housing. The helix mechanism was tested and found to be nonfunctional; therefore boston scientific was not able to reproduce the clinical observation that the helix sprang out after a few rotations. Historical evidence has shown that when body fluid inside the helix housing begins to dry and coagulate, the helix function may become irregular. Laboratory testing did not identify any lead manufacturing characteristics that would have resulted in the clinical observation of dislodgement. This lead has been archived at boston scientific as meeting specifications.